Event description:
Pt complained of pain in the left eye after wearing contact lens. Went to e.r. And was treated for corneal abrasion. Pain was worse after three days so pt went to see an eye dr. Pt was given antibiotic for bacteria infection. Pt has loss of sight of the left eye. She has permanent cornea scarring and may need corneal transplant.